Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clip applier did not load and clip properly. The clip scissored. Another applier was opened to complete the case. There was no consequence to the patient.